Event description:
Informed by nursing following shift report that the ventilator was alarming "exhalation obstruction." Patient removed from ventilator and bagged via ambu. Upon inspection, rubber diaphragm to exhalation valve sealed to outer plastic shell. Expiratory filter appeared wet. Exhalation valve changed pre-op check performed. Patient placed on ventilator again. Ventilator immediately alarming exhalation obstruction with new valve. Patient again removed from vent and bagged via ambu. Ventilator and circuit removed from service - left in soiled utility room to be seen by iss. Ventilator replaced. No exhalation obstruction alarm with new ventilator. FDA safety report ID# (B)(4).